Event description:
It was reported that this right ventricular lead was surgically abandoned due to out-of-range impedance values up to 3000 ohms. This lead was successfully replaced. No additional adverse patient effects were reported.